Event description:
The customer states that samples tested with the architect stat troponin-I assay generated results of greater than 0.03 ug/l. Many of these results were unexpected and the majority were less than 0.5 ug/l (no specific results provided). The customer ran 10 replicates of a negative sample (concentration 0.0 ug/l) and generated one result of 0.4 ug/l. The negative control has been reading within specifications; however, a precision run of the low control generated one result of 0.028 ug/l. The customer then began using a different lot of reaction vessels and the issue was no longer seen. No suspect results were reported from the lab. There has been no impact to patient management reported.

Manufacturer narrative:
(B)(4). This complaint is now associated with correction and removal number 1415939-2/27/09-003-r. The initial MDR was filed against the architect i2000sr analyzer, list number 3m74-01, (B)(4). Upon further investigation, it was determined that the causative agent for this issue is the architect reaction vessels. An investigation is still in progress. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Architect stat troponin-I assay ln: 2k41-20; architect reaction vessels: ln: 7c15-20 lot#: 69527p100. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.